Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution phone# (B)(6). E1 reporter phone # (B)(6).

Event description:
The customer reported during installation the audio does not work. The device was in clinical use at the time of the event. No adverse event or patient harm was reported

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and determined that the speaker needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. A replacement speaker was ordered and shipped to the customer site to resolve the issue.